Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced twelve infusion set tubing leaking issues event on 19-jul-2024. The infusion set was moist/wet and the tubing was having holes like air pockets. No further information available.

Manufacturer narrative:
Initial and final MDR 1950923 - MDR 3003442380-2024-22585 - device 7 of 12.